Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 16, 2026 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the plunger rod was advanced. Viscoelastic residue was observed throughout the cartridge. No issues were observed with the cartridge, lens module, device assembly, or plunger rod advancement. The plunger rod tip was bent. The lens was received slightly covered in viscoelastic residue. The lens was cleaned, and scratches and damage were observed on the lens. Videos provided by the customer were evaluated. The first showed the suspect lens being implanted in the patient's eye. Damage was observed near the middle of the lens. The lens was removed and replaced. The second and third video showed the lens replacement; no issues were identified with the lens. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the physician implanted the preloaded intraocular lens (iol), there was something like a crack in the iol. There was no resistance when advancing the iol and the tip of the cartridge was not damaged. The physician removed the iol and implanted a replacement lens during the same procedure. Additional information received indicated that the iol did not present a crack, rather, a rounded triangular-shaped mark was observed at the center of the lens (whether on the anterior or posterior surface was unknown). The incision was enlarged for iol removal and additional suturing was performed to close the wound. As a result of the iol removal, the corneal endothelial cell count decreased. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.